Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in the germany. On 23-june-2024, it was reported by the patient that he receive an alarm. In troubleshooting blockage was found in the tube. No further information was available.